Event description:
Litigation alleges that patient has experienced severe pain. Additionally, it is alleged that toxic amounts of cobalt and chromium are making their way into patients hip joint and blood stream. Patient is a resident of (B)(6). Update - the complaint has been reopened because the sales rep has reported that the patient was revised on (B)(6) 2012 due to infection, with pain and discomfort.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for all of the reported part and lot code combinations except for one additional report for the head part and lot number combination. However, review of the as400 system show that 27 other devices from the reported head lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.